Manufacturer narrative:
(B)(4). Returned test strips produced e-5 readings and black chemistry was observed. Qc investigation of products returned determined most likely root cause is improper storage.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels well and observed no symptoms. Blood test performed fasting during call on (B)(6) 2015 produced result of e-5 after blood sample applied to test strip. The product is stored by customer according to specification. Test strip lot manufacturer's expiration date is 05/27/2018. Adverse event not reported.